Event description:
Boston scientific crm received information that the device reached its elective replacement time approximately three years and two months after implant. The device was pacing one percent in the atrium and 100 percent in the ventricle. It was noted that the right atrial (ra) lead exhibited high threshold measurements, so the ra output on the device was set high at 5 volts. The right ventricular (rv) lead measurements were within normal limits. The device was programmed dddr for the entire implant time. The longevity calculation predicted that the device's battery should have lasted 7.3 years with the current device settings. The device was explanted due to concerns over premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity at 53%. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation at 78%. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
--